Manufacturer narrative:
The device was returned and evaluated. The alleged incident could not be duplicated during an extensive test ride.

Event description:
Consumer alleges he was going up a very small grade when his scooter allegedly tipped over causing him to hit his head.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges he was going up a very small grade when his scooter allegedly tipped over causing him to hit his head.